Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to confirm the reported event of "motor fault." However, the clock battery needed to be replaced. The fsr replaced the clock battery and performed the operational verification procedure. The fsr reported the device is operational and meets service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault alarms. The customer reported the device would not ventilate. The customer reported there is no patient involvement associated with the event.